Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 415 mg/d. Insulin pump was working as designed. Insulin flow block alarm was caused by infusion set and reservoir connection issue. Issue was resolved during troubleshooting. The device will not be returned for analysis.